Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, sensor break, bent sensor, change sensor/bad sensor, led anomaly. The customer reported bruise, hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7020la, mmt-7715. Troubleshooting was performed for reported allegations. No further patient complications were reported. Product return requested for mmt-7020la. Customer declined to return, or is unable to return. Product return requested for mmt-7715. Customer declined to return, or is unable to return.

Event description:
Customer reported no led light on charger. Helpline explained that the charger may not be working properly anymore. Customer also reported a bent sensor, change sensor, sensor break (with some of the electrode still left in her body), bruising and bleeding. Customer did not report needle hard to remove. Customer could not test the transmitter. Sensor was not away from restrictive clothing. Customer did not receive medical treatment as a result of site issue. Customer did not receive treatment for the sensor breaking in her body. Customer is not returning the sensor or the charger.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section b5, h6(hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.